Event description:
It was reported that while in the angiography lab, the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction and inserted into the patient. The pump alarmed "high pressure" and the iab did not inflate. As a result, the md removed this iab and replaced it with another iab. There were no reported patient complications.

Manufacturer narrative:
Manua follow-up report will be filed if more information becomes available.